Manufacturer narrative:
This report is submitted on october 18, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is submitted on september 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced migration of the receiver stimulator, resulting in an infection at implant site, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016, the patient was then hospitalized and administered IV antibiotics (date and duration not reported). Clinical management is ongoing. Re-implantation is planned but has not taken place as of the date of this report september 06, 2016.